Manufacturer narrative:
PMA/510(k) # k162717. Device evaluation: the evo-fc-r-20-25-10-e device of lot number c1592546 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4) and was created in response to the pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0067) lists ¿reoclussion¿ as a potential adverse event. The warnings section of the instructions for use, ifu0067 which accompanies this device instructs the user; "after stent placement, alternative methods of treatment such as chemotherapy and radiation should not be administered as this may increase risk of stent migration due to tumor shrinkage, stent erosion, and/or mucosal bleeding." There is evidence to suggest that the customer did not follow the instructions for use. This will be captured in (B)(4). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. From the study it is known that the patient had oesophageal cancer, the cause of the obstruction was reported to be due tumor overgrowth. Also, as previously noted, ¿reoclussion¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation confirmed quantity, 01 device was confirmed used. According to the initial reporter, the stent was implanted on the (B)(6) 2019. The patient experienced gastrointestinal oesophageal occlusion 65 days post procedure, the patient required the placement of a new stent as a result of this occurrence, and it was reported that the patient recovered/stabilised following this. The patient also experienced gastrointestinal bauchwandphlegmone an pej stelle 5 days post procedure. The patient required to be treated medically with antibiose cefuroxim and it was reported that the patient recovered/stabilised following this. It was determined this event was not to be related to the study device or procedure. Patient death was reported 179 days post procedure, it was reported that the death was due to primary disease progression.

Event description:
A supplemental report is being submitted due to completion of the investigation on 13 dec 2024.

Manufacturer narrative:
PMA/510(k) # k162717. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6) 2019 date of first implant procedure for intrinsic malignant obstruction (10 cm length) in esophagus. Radiation received during follow up (B)(4) dilation was performed during the study procedure esophagus was 13cm. Gastrointestinal esophageal occlusion 65 days post procedure. Due to tumor overgrowth of the prox. Stent. Endoscopic treatment of new cook stent placed (non-study stent). The site determined the event to not be related to the study device or procedure, related to tumor progress by not willingness from the patient to have an adjuvant radiochemotherapy. (B)(4). Gastrointestinal bauchwandphlegmone an pej stelle 5 days post procedure. Treated medically with antibiose cefuroxim. The site determined the event to not be related to the study device or procedure. Patient death 179 days post procedure due to hämopthysen, tumorkachexie. Primary disease (malignancy) progression." Patient outcome: the esophageal occlusion event was noted as resolved (patient recovered/stabilized). At 179 days post-procedure, the patient died. The cause of death was hemoptysis, tumor cachexia and was related to primary disease (malignancy) progression.